Event description:
It was reported that the patient is unable to easily inflate and deflate the inflatable penile prosthesis (ipp) pump. It was also reported a discomfort and inability to easily locate pump. The physician discovered during a revision that the tubing from original surgery was buried proximally, and a surgical procedure was performed to replace just the pump to get longer tubing to place it more dependent in the scrotum. There were no patient complications.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) pump at our quality assurance laboratory, this device was thoroughly analyzed. The microscopic examination of the device identified the pump krt was worn to the filament. It was also mentioned the functional test performed confirmed the pump failed activation tests 2 and 3. It is likely that the reason for the difficulty to inflate/deflate the pump was most likely determined to be the ms pump failures of activation tests 2 and 3 from the functional test performed and the analysis of the available information, leading to the reported event. Based on review of all information available and analysis results, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient is unable to easily inflate and deflate the inflatable penile prosthesis (ipp) pump. It was also reported a discomfort and inability to easily locate pump. The physician discovered during a revision that the tubing from original surgery was buried proximally, and a surgical procedure was performed to replace just the pump to get longer tubing to place it more dependent in the scrotum. There were no patient complications.